Event description:
It was reported that during a laparoscopic appendectomy procedure, the clips were jamming; teeth are not aligned in grasper. There were no patient consequences. Case completed with a competitor 10mm clip applier.

Manufacturer narrative:
(B)(4).